Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was found at his house in ventricular fibrillation (vf) arrest. An external shock was administered by an paramedic. At the hospital the field representative was unable to interrogate the implantable cardioverter defibrillator (ICD). Boston scientific technical services (ts) was consulted and noted the ICD sent a successful remote interrogation only eight days earlier. Ts suggested seeing if there were tones when a magnet was placed. The field representative attempted to interrogate the ICD with another programmer with no success. It was also noted that when a magnet was placed, no tones were heard. Device replacement was recommended. Approximately one month later the field representative stated that they have not been called for any further intervention or updates for this patient. At this time evidence suggests the ICD remains in service and no additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the device identified no anomalies. The device could not be interrogated. The device case was opened to facilitate inspection of the internal components. Electrical overstress damage to the internal high voltage fuse and surrounding components was observed. This indicates the device fired a shock into a shorted lead or was charged to fire a shock when an external shock was delivered. While it is theoretically possible for the fuse to become damaged when the device is delivering a shock at the same moment an external shock is being delivered, it is not very probable. A review of lead measurements in the patient¿s remote monitoring system did not find any abnormal values in the data to indicate a compromised lead. However, based on historical analysis of similar observations, our analysis concludes the most likely cause of the damage to the device was a shock into a shorted lead condition. It was reported at the time of the patient¿s hospitalization that the patient was found in their home in a vf arrest and required external shocks, indicating the device likely became damaged by shocking into a shorted lead at the time of the vf arrest. A portion of the rv lead was returned with the device; the terminal section of lead including all 3 legs and yoke was returned severed approximately 14.5 cm from is-1 terminal pin. Analysis found the segment was electrically continuous. Additionally, no damage to the lead indicative of shorting (e.g., arcing/burn damage) was identified. This portion of lead appears to be undamaged; however, we cannot definitively confirm whether the remaining portion of lead was functioning as expected since the complete lead was not returned for analysis.

Event description:
Boston scientific received additional information. It was noted the patient's spouse contacted boston scientific's medical records department on (B)(6) 2018 to report the patient passed away on (B)(6) 2018. On (B)(6) 2018 a death certificate was received that stated the cause of death was cardiopulmonary arrest, acute myocardial infarction, and atherosclerotic coronary artery disease. On (B)(6) 2018 the device was returned for analysis.